Event description:
Report #2 of 2. Report received of disconnection with potential for leakage at the connection of the female adaptor end of the extension set and the primary IV set. The customer reported that when the primary set was connected to the extension set, the primary set "slipped out while the nurse was trying to secure the option-lok. No actual leakage was reported. The primary set was discarded, and the same extension set was used successfully with a new primary set. There was no bleed back or leakage noted. There was no adverse effect to the pt. Though requested, no further info was received.